Event description:
It was reported that the patient underwent a revision procedure due to leak with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new tactra penile prosthesis was implanted.

Event description:
It was reported that the patient underwent a revision procedure due to leak with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new tactra penile prosthesis was implanted.